Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the touch screen is not working. The field service engineer (fse) clarified the touch screen does not respond to touch and cannot be calibrated. The customer reported there was no patient involvement.

Manufacturer narrative:
The field service engineer replaced the mmi pcba to resolve this issue.